Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not to be at "home" position, most likely attributed to unintended user error. The reported complaint of "the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) error message" was confirmed based on the archive data review but was not confirmed during functional testing. No device malfunction was found during the testing that could have contributed to the reported ua12 error message. The probable root cause of the ua12 error was the band clip on the lifeband not properly engaging the safety switches in the driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. During visual inspection of the returned platform, the front-end area of the front enclosure was observed cracked, unrelated to the reported complaint. The root cause for the observed physical damage could be due to user mishandling. Front enclosure was replaced to address the issue. The archive data review indicated multiple user advisory (ua) 45 and ua12 error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. Using standard belt clip test aid, the driveshaft was rotated to "home" position to clear the ua45 error message. During further functional testing, the belt switch assembly was evaluated as a possible root cause for the reported ua12 error. However, the belt switch assembly was observed within the specification. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn: (B)(4)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. To troubleshoot, the ems crew re-aligned the patient on the platform. Also, the lifeband was re-adjusted and re-installed; however, the issue was not resolved. Subsequently, the use of the autopulse platform was discontinued, and manual CPR was performed. Return of spontaneous circulation (rosc) was achieved, and the patient was transported to an emergency department (ed) with a pulse. No consequences or impact to the patient. Later, during device inspection, the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) error message upon powering up.